Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, the pump battery would not increase. Subsequently, the pump shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (423 mg/dl). A manual injection was delivered to correct elevated bg level. It was indicated that he customer would continue to use manual injections as insulin therapy until the replacement pump was received.